Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site reseated the endoscope and canceled the tool memory. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper setup. Based on the notes, the system issue was due to a loosely connected, improperly seated, or disconnected endoscope.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer called a technical support engineer (tse) and reported that the endoscope movement was backward. The customer removed the endoscope, flipped the base, and canceled the tool memory, and the movement was normal once re-inserted. The procedure was completing as planned with no reported injury.